Event description:
My son has used the alarm for 1 night and he said that the bedwetting alarm gave him a shock when he has bedwetting. I found that hard to believe and put it back on him. Then again when he had bedwetting, same thing happened. I ran the sensor with alarm connected under a faucet and noticed that I too got a shock on my fingers. This is strange. It is new. How can it give shock when wet. This is not shock therapy. FDA safety report ID# (B)(4).